Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging error 4. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1: the lay user/patients control solution and test strips have been returned and evaluated by lifescan product analysis with the following findings: the control solution passed all testing with no faults found. The reported issue could not be confirmed. The test strips involved with this complaint failed testing. The complaint was confirmed; when test strips were tested with control solution, an error 4 was observed with no assignable cause found. In addition a secondary issue was noted; the test strips were found to have results above range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up #2. Supplemental submitted to correct information previously omitted from follow-up #1; tga and pdt testing data recorded/submitted in linked pis was not included. MFR narrative should included the text; "additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling)." Appropriate evaluation codes have been included here.